Manufacturer narrative:
(B)(4).. Evaluation summary: visual and functional inspection was performed on the returned device. The failure to deploy, stent damage and separated stent was not confirmed as the stent had already been deployed and was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported deployment issue and subsequent patient effects. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received: approximately 1/2 to 1/3 of the absolute pro stent partially deployed at the distal sfa treatment lesion, proximal to the previously implanted supera stent, when resistance was met and the system locked (was unable to deploy any further). Troubleshooting was performed. The absolute pro system was locked and unlocked several times, advanced, and the handle broken to pin and pull; however, the stent would not unsheath. During absolute pro sds removal, the absolute pro stent had possibly bent and then separated. The first separated stent portion remained at the distal sfa lesion site and the second separated stent portion had re-deployed several centimeters in a malpositional section of the common femoral artery. Reportedly, the separated stent had not embolized but rather re-deployed in the common femoral artery. There was no interaction with the implanted supera stent and the absolute pro sds. There was no device malfunction with the supera stent. The patient was scheduled to have another procedure the following day to remove the separated stent portions; however, the patient went to another facility instead. Since the operation, the patient has experienced extreme leg pain, including pain while walking. On (B)(6) 2017, a smaller stent was implanted as treatment. The leg pain has been alleviated, however, continues.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that this was a peripheral procedure treating the left proximal superficial femoral artery (sfa), totally occluded lesion. Balloon angioplasty and atherectomy was performed with unspecified devices. Following, a dissection was noted. A supera stent was implanted without issue and the plan was to implant an absolute pro in the proximal lesion. All wires were exchanged and an absolute pro stent delivery system (sds) advanced to the proximal sfa without issue. Stent deployment was initiated and part of the stent was implanted at the lesion site. Following approximately 1/3rd of stent deployment, the stent would not deploy any further. The lock was unlocked and re-locked a couple of times with no success. The delivery handle was opened and stent was attempted to be manually deployed with no success. The delivery system was attempted to be removed and was in the common femoral when the stent fractured. Part of the stent remained implanted at the deployment site (proximal sfa), the other part embolized to the common femoral. The patient had no clinical symptoms due to this. The patient was moved to another hospital facility and additional details are unknown. There was no additional information provided regarding this issue.